Event description:
A recovery filter was implanted in a pt who had long bone fractures and dvt after a motor vehicle accident. Eight months later, the pt returned to have the filter removed, as it was no longer needed. Pre-removal films showed that the filter was tilted, with the apax embedded in the cava wall and 2 of the filter arms had detached and were also in the cava wall. The filter removal attempt was unsuccessful. Sixteen days later, the pt returned for a second attempt to remove the filter. This was successful. The 2 detached arms remain implanted in the cava wall.